Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation confirmed the complaint. One grip was bent, causing side to side misalignment of grips. There was a .028 offset at the tips. The bent grip did not exhibit separation of the yaw pulley and pulley cover at the glue joint, likely cause of bending remains overloading at the tip. Failure analysis concluded that the damage was likely due to mishandling. Failure analysis investigation also found the following damaged, which were not reported: the distal end of the main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. The pitch cable was broken at the proximal clevis hub. The clevis did not exhibit wear. The frayed strands stuck out at the wrist. Other cables at the wrist were not damaged. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the missing material from the main tube and the broken cable found during failure analysis could likely cause or contribute to an adverse event, if the malfunctions were to recur.

Event description:
It was reported that during a da vinci donor nephrectomy procedure, the fenestrated bipolar forceps instrument jaw did not close completely. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.